Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. The cpu board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. The customer reported that the central processing unit was replaced to resolve the issue. The unit subsequently passed the spontaneous timed test.

Event description:
The customer reported that the unit failed the spontaneous timed performance test that verifies the accuracy of the inspiratory positive airway pressure (ipap) and expiratory positive airway pressure (epap) settings. There was no patient or user harm reported. The event date was not specified; estimate used.